Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to it not functioning correctly. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to it not functioning correctly. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted.

Manufacturer narrative:
H3: device evaluation: product analysis confirmed the reported events related to mechanical issue. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a wear at fold in cylinder body; no leak was found. Cylinder 2 has a large tear in the outer tube in cylinder body attributed to wear with avulsion. The cylinder has a fatigue leak in the inner tube with broken fabric treads in cylinder body; hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Therefore, product analysis confirmed the reported events.